Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the issue could not be reproduced, the image stabilized normally. Additional findings include the following: the front panel mouth was cracked, the scope socket had a loose connection, a worn socket slider switch which caused intermittent use of the high intensity mode, and corrosion inside the scope socket tubing. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) on behalf of the customer reported to olympus, the evis exera iii xenon light source experienced a b30 scope communication error, there was no image, just noise. The issue was found during preparation for use on an unspecified diagnostic procedure. There were no reports of patient harm.